Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. It was noted that impella 2.5 pump was unable to pass over 0.018" impella guidewire into descending aorta due to left iliac covered stent protruding into vessel. As a result, pump was explanted from right iliac artery. New impella 2.5 pump was opened, prepped and inserted via left femoral artery (lfa) without complications. No patient harm was reported.